Event description:
It was reported that a patient underwent a cardiac surgery on (b)(6)2026 and suture was used. After an hour of observation in the operating room, it was found that there was bleeding while advancing to the ward. Then it was found that the suture for sutured blood vessel was broken. A second thoracotomy was performed and used another box of products with same batch for suture. The patient is in good condition now. No other information was provided. Additional information was requested.

Manufacturer narrative:
PRODUCT COMPLAINT #(b)(4).This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Ethicon Inc, or its employees that the report constitutes an admission that the product, Ethicon Inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.D4/G4: Device is not distributed in the United States, but is similar to device marketed in the USA. Therefore, (01)GTIN is not available.Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a Supplemental MedWatch will be sent.Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a Supplemental Medwatch will be sent.The quantity was reported as 5.Did 5 sutures break post-op? Please clarifyPlease provide the patient's demographic information including age, gender, weight, BMI at the time of index procedure.Name of cardiac procedure? Please specify.The diagnosis and indication for the index surgical procedure?Were any concomitant procedures performed?On what tissue was the suture used?On which vessel was the anastomosis performed?What was the tissue condition (normal, thin, calcified, fragile, diseased)?For the original intended closure, how were all layers closed?How was the suture placed (interrupted or continuous)?How was the suture originally tied (multiple knots, square knot, etc.)?What instruments were used in this procedure to handle the suture?What was the bleeding source and triggering event?What was the volume of blood loss?How was the bleeding treated?Please describe any medical/surgical intervention required including results.Please describe the appearance of the suture during the second procedure.Where was the break noted (termination, middle, end)?Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure?Was the patient on anti-coagulants prior to surgery?Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?Other relevant patient history/concomitant medications?What is the physician¿s opinion as to the etiology of or contributing factors to this event?What is the patient's current status?Surgeon¿s name?Will product be returned? If so, please provide the return date and tracking information.